Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4)

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred. The target lesion was 90% stenosed and located in the circumflex. The lesion was treated with two passes of the oad, and a perforation was noted. The perforation was resolved with balloon tamponade and the patient was stable following the procedure.